Event description:
Packages were not sealed and compromised sterility of product. Deemed unusable for the surgery case. A new product was opened and used to complete the procedure. Manufacturer response for ball electrode, leep/lletz (per site reporter), reported to vendor for an RMA. They would not provide a no charge replacement or credit without the original po. Requested product to be returned.